Event description:
Omnipod 5 overdosed patient by 3-4 times normal dosage overnight. The cgm (dexcom g7) was reading correctly, but the omnipod 5 was showing a constant high blood sugar (202) for 8-9 hours. The actual blood sugars shown by the cgm were much lower. This caused the omnipod 5 to overdose the patient overnight, causing multiple hypoglycemia incidents. During these incidents the patient was confused and did not treat appropriately due to the confusion. A family member needed to intervene to ensure that the type 1 diabetes patient took their glucose to correct the severe hypoglycemia. During one of the hypoglycemia incidents, double the dose of normal glucose was required to correct the hypoglycemia.